Event description:
Revision surgery - one month after surgery, the pt fell and suffered a medial calcar fracture. The original stem and bipolar were intact. The original implants were removed, the fracture fixed with cables and a new stem and bipolar implanted.